Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 590 mg/dl. It was reported that the customer had an infection the night before his admission and it may had been cause of his high blood glucose. Troubleshooting was performed. The totals for basals and boluses were correct. Ran a high pressure test and failed. No further information was provided.